Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. The company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative replaced aberrometer, then found the system to meet company specifications per service test procedure. The system was received at the manufacturing site. A visual assessment of the returned sample revealed detached screws can be heard inside system covers. Testing was performed was performed and passed without issue. Mock surgery was performed and the system was difficult to focus. Additionally, there was an unacceptable glare in focus camera and the cameras¿ axis misaligned. Twenty diopter measurement did not pass specifications with a stationary eye during calibration. The customer reported the measurements were off by twenty degrees. Based on the results of this investigation, the reported event was confirmed. Calibration measurement did not meet specifications of map testing. The root cause of the reported event can be attributed to camera alignment. However, as to how or when it became damaged remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported that the axis was off and measurements are off by twenty degrees during intra ocular lens implantation in the unknown eye.